Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported phone that they experiencing high blood glucose level for 53 mg/dl. Customer treated low blood glucose with food. Customer was not using auto mode insulin pump. Customer stated that sensor received sensor updating alert. Customer declined troubleshooting for low blood glucose level. Insulin pump will be returned for analysis.